Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. Reportedly, the battery compartment was cracked and the battery cap was unable to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: unexplained power on reset (por) events was observed in the black box. The battery compartment was found to be cracked on the side near the threads and below the bumper pad. The returned battery cap threads were found to be stripped and the battery cap was unable to secure to the pump. Por¿s were duplicated with the returned battery cap. A new test battery cap was used to complete a 24 hour duration test with no power interruptions. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the complaint, the audio bolus button cover was found to be torn; however, the button was still found to be responsive to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.